Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no computed tomography images were available for review. Review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established. The submitted log file contained events from (B)(6) 2026. Transient elevations in pump power and flow were observed on (B)(6) 2026, and(B)(6) 2025 with values reaching up to 11.0 watts and 12.0 liters per minute (lpm), respectively. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that device flow and power generally retain a linear relationship at a given speed and notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, "system monitor", states that the system controller provides an estimate of blood flow out of the pump based on pump speed and the amount of power being provided to the pump motor. The system controller will monitor the flow estimate, compare it to the known operational range of the pump, and verify that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box on the system monitor displays "+++" or "- - -" to prevent the display of inaccurate flow information. Section 6 of the IFU, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section outlines the recommended anticoagulation therapy and international normalized ratio range. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for bivalirudin infusion and query pump thrombosis. They had lactate dehydrogenase (ldh) of 519 a week ago and their numbers were as follows: 9600 revolution per minute (rpm), flow 7.1, pulsatility index (pi) 4, and power 7. The log captured transient power elevation 10.6 and flow 11.8 lpm on (B)(6) 2026. It also captured clusters pi events (199 total) from (B)(6) 2026 to (B)(6) 2026. Thrombus was likely confirmed, per healthcare provider. There were no changes to patient condition or anticoagulation status that may have contributed. Imaging was performed; however, no results would be provided. The patient was started on bivalirudin, admitted and plan was to monitor closely.